Event description:
It was reported that during testing the cordless driver 2 handpiece had a screw fall off. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during testing the cordless driver 2 handpiece had a screw fall off. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Upon visual inspection it was found that the nut fell off the screw due to loctite seal damage.